Manufacturer narrative:
(B)(4).

Event description:
It was reported that initially the healthcare provider was able to aspirate the pump reservoir, but was unable to fill it. After some troubleshooting, they were able to fill the reservoir. Per the reporter, a pocketfill was suspected. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.